Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-01014. It was reported the patient's leads migrated. Surgical intervention was undertaken and the lead located at the l5 vertebral level was removed. The lead located at the l3 vertebral level was unable to be fully explanted (reference MFR report: 3008829311-2017-01016).